Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021 due to being inoperable. The patient has effective therapy post operatively.